Event description:
The snare became entangled inside the snare sheath. They could not get it to push forward or pull back. Where the pin device wire connects to the snare wire, it broke at this point. Another device was used and the procedure was completed. A foreign object did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - not labeled. The used snare (awlr) and pin vise returned. The awlr had fractured in the transition between the thick cannula (handle) and the thin cannula (shaft). As the diameter in the transition was clearly affected most likely excessive force/manipulation was applied and the material was kinked prior to the fracture. The fracture was found in the soldering area, where material had been burnished and polished as well, but there was no sign of any burnishing damages. The loop looked fine and appeared unused and sheath was not returned, we are unable to determine why the snare became entangled inside the snare sheath. The device was inspected according to specifications prescribing an inspection of all solderings by use of magnification. One used snare was returned. The device had separated at the transition between the handle and the snare shaft. The device solders are inspected by quality control under magnification. The product is shipped with an IFU that states, "excessive force should not be used to retrieve the filter." The diameter in the transition was clearly affected, therefore, most likely excessive force/manipulation was applied and the material was kinked prior to the fracture. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment no further mitigating action is necessary at this time.